Event description:
Patient revised on (B)(6) 2020 due to glenosphere disassociating from the baseplate approximately 6 months after primary surgery. Surgeon explanted 36 mm centered glenosphere with screw, 36/+6 standard humeral cup, and +9 mm humeral spacer, and then implanted 36 mm eccentric glenosphere with screw, 36/+9 standard humeral cup, and new +9 mm humeral spacer.